Event description:
It was reported that the patient did several activities to dislodge the catheter. A dye study was done. The catheter was replaced. Regarding reason for catheter removal it was noted "possible movement from patient's actions" and "hard to aspirate". It was noted there was no injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned catheter revealed damage to the catheter body and/or guidewire during implant procedure. The anchor was still attached when received and marks on the anchor indicated sutures had been applied to it. Other markings on the catheter indicated the anchor was still in its original position. Pressure testing of the catheter revealed two holes approximately 0.7 cm from the proximal end of the returned segment. It was concluded that the holes seen were consistent with holes that occur when a catheter is sheared at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.